Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: a2, a3, b4, b5, g3, g6, h2 and h10. Section b5: additional information was received on 10-nov-2023. Summary: regarding whether the occlusion was caused by a distal migration of the original thrombus (c3 segment of the left internal carotid artery (ica), it was said: ¿mc angiography after lesion crossing did not show m2 occlusion.¿ regarding the patient¿s current status, it was said detailed information could not be obtained, but the physician commented that the patient¿s condition was ¿within expectations.¿ the event resulted in ¿5-15 minutes delay, because a guiding catheter was reinserted for angiography.¿ the patient was an 83-year-old male. Medication was used to treat the m2 occlusion. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Review of the provided photographs showed evidence of shaft damage in multiple locations. No further damage or deformation to the bgc shaft, hub, balloon region and distal tip was visible in the provided photographs. Note: the dilator, lav, peel away sheath and the emboguard packaging (unit carton, tyvek pouch, mounting card, protective tubing) are not visible in the photographs provided, therefore the condition of the accessories and packaging cannot be confirmed. The complaint event description states that the emboguard could be tracked to the target location despite challenging anatomy; aspiration through the emboguard main lumen could not be performed on the target location, and the device shaft was found damaged post removal. The report includes pictures that confirm the presence of this damage. Therefore, the complaint event can be confirmed. Patient specific factors (challenge anatomy and large clot burden being retrieved) may have contributed to the shaft damage: crush and kinking. However, there is no indication that the shaft damage hindered the aspiration from the bgc main lumen. It was reported that the left ica was occluded by a large thrombus from segment c3 (anatomical landmark, distal to the petrous segment of the ica) and that the emboguard was placed at the same location, i.e. The distal tip of emboguard was nearly in direct contact with the large thrombus. It is possible that the large volume of thrombus blocked the distal tip of the device preventing aspiration. After the emboguard was retracted from the target location, aspiration was confirmed during retrieval. However, this hypothesis cannot be confirmed. Conclusion: the review of the provided photographs confirms damage to the shaft of the emboguard unit as reported by the complaint description. There was no evidence of further damage or defects present on the bgc in the provided photographs. The root cause of this complaint event cannot be determined from the provided photographs. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned emboguard device identified deformation of the shaft including minor crush at 420mm, crush at 330mm, kinking at 130mm and flattening from 115mm to 85mm and from 75mm to 60mm, measured from the distal tip of the emboguard device. A minimum ID check of the emboguard device confirmed that restriction was present at the location of the crush (330mm from distal tip), as the ball gauge could not be advanced past without resistance. Therefore, the complaint event was confirmed. No impact to the balloon¿s ability to inflate/deflate was observed and no impairment to the device¿s ability to aspirate. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The event report describes challenging patient-related factors (difficult access, steep ostial aorta to cca, cca to ica was severe tortuous, large amount of thrombus) that are considered contributing factors to the shaft damage. However, the root cause could not be confirmed. The complaint event indicated that during an attempt to perform aspiration, no reverse blood flow could be observed (i.e. Aspiration unsuccessful). It was reported that the left ica was occluded by a large thrombus from segment c3 (anatomical landmark, distal to the petrous segment of the ica) and that the emboguard was placed at the same location, i.e. The distal tip of emboguard was nearly in direct contact with the large thrombus. It is possible that the large volume of thrombus blocked the distal tip of the device preventing aspiration. After the emboguard was retracted from the target location, aspiration was confirmed during retrieval. However, this hypothesis cannot be confirmed. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Difficulty tracking a catheter through the vasculature is a known procedural occurrence. The consequences of tracking difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. Therefore, the potential for patient injury/death occurring as a result of any tracking difficulty is remote. Additionally, the crushing or flattening of any part of the product may indicate a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Nevertheless, in this case, an m2 occlusion was confirmed by angiography. It is unclear if this occlusion was caused by a distal migration of the original thrombus (c3 segment of the left internal carotid artery (ica)). Since the target occlusion was located at the c3 segment of the left internal carotid artery (ica), and the m2 segment of the middle cerebral artery (mca) is distal to that site, it would be plausible to consider the events of ¿difficulty tracking¿ and ¿catheter body/shaft crushed -in patient¿ resulted in the arterial occlusion of the m2. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 0000210935) was used for a mechanical thrombectomy procedure to treat an occlusion at the c3 segment of the left internal carotid artery (ica) in a patient suffering from an acute ischemic stroke. The treating physician reported difficulty advancing the device from the common carotid artery (cca), as the access was difficult, the cca to the ica was severely tortuous, and the ostial aorta to the cca was steep. The emboguard was able to be advanced after the microcatheter and aspiration catheter were inserted. However, after the first pass when the ¿ac and sr¿ were retrieved, ¿aspiration was applied from the emboguard with using syringe, reversed blood was not shown¿. The emboguard was then removed from the patient¿s body and was found to be ¿flattened about 10 cm at 5 to 15 cm from the tip¿. An angiography was performed and confirmed an ¿m2 occlusion¿. The procedure was then completed with a final tici score of 2b (partial reperfusion >2/3 territory). It was further commented by the treating physician that possible causes for the flattening of the catheter ¿could be due to ostial aorta to cca was steep, cca to the ica was severe tortuous, a large amount of thrombus, continuous aspiration was applied with the pump¿. There was no negative impact on the patient. A continuous flush was done. Other concomitant devices were chikai black 14, chikai black 18 guidewire, phenom microcatheter, vecta71 intermediate catheter. The event was reported as such: ¿the procedure was a mechanical thrombectomy of left internal carotid artery for acute ischemic stroke. Left internal carotid artery was occluded from around c3, and aorta to cca were steep. The emboguard was inserted, but it could not be advanced from cca. The access was difficult. After inserting mc and ac, the emboguard could be inserted up to around c3. The 1st pass was performed with the emboguard, vecta71 and solitaire 6*40. After retrieved ac and sr, when aspiration was applied from the emboguard with using syringe, reversed blood was not shown. Therefore, the emboguard was removed from the patient body while continuous aspiration was applied with a medtronic's pump, then reversed blood was confirmed during removal. After removal, the emboguard was checked and found flattened about 10 cm at 5 to 15 cm from the tip. M2 occlusion was confirmed under angiography, but the procedure was completed. Final tici was 2b. The physician commented that the cause of the flattening catheter could be due to ostial aorta to cca was steep, cca to the ica was severe tortuous, a large amount of thrombus, continuous aspiration was applied with the pump. There was no negative impact on the patient. Continuous flush was done. The lesion was left internal carotid artery. Other concomitant devices were chikai black 14, chikai black 18 guidewire, phenom microcatheter, vecta71 intermediate catheter¿. No further information was made available at the time of this review. Additional information was received on 02-nov-2023. Summary: regarding the patient¿s neurological status after the event, it was provided that the final tici score was 2b. The physician commented that no changes in patient condition were observed as a result of the emboguard use. The other additional information received was regarding contact information for the treating physician. Additional information was received on 08-nov-2023. Summary: pre-shipment pictures of the device was sent. Per the pictures, ¿the emboguard device is seen crushed at approximately 6-7cm and 8.5-11.5cm from the distal end, and kink was observed at approximately 13cm from the distal end. There was no abnormality in the appearance of the distal end. Additionally, a crushing of the catheter was observed about 42cm from distal end.¿